Event description:
Additional information was received indicating this device was explanted at routine change out and was replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker displayed a remaining longevity of less than .5 years with a magnet rate of 100 paces per minutes (ppm). The local area sales representative performed an automatic threshold test and the remaining longevity was displayed as 3 years. The test was run a second time and the remaining longevity was again less than .5 years. The local area sales representative reported the device had been in retry occasionally. Additionally, the patient was in atrial fibrillation (af) and there was some undersensing of af noted. Device memory was printed and sent for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of device memory found there were no device resets. Based on the available information, it was believed that due to atrial tachy response (atr) episodes the programmer commanded a charge time measurement which displayed a remaining longevity of less than .5 years. The device may also have been in retry at that time. A commanded charge time measurement would not update the magnet rate. The device would have been brought out of retry with an automatic threshold test and could contribute to seeing a remaining longevity of three years. There were no anomalies noted during analysis of the device memory. Following analysis, the local area sales representative reported the outputs were reprogrammed to a fixed output. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.